Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced reduced r-wave amplitudes. The rv lead was electively capped and replaced during routine generator change. No patient complications have been reported as a result of this event.